Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with stenosis in the right anterior tibial artery (ata). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right ata. After crossing a non-bsc guidewire, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, upon first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3x40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.